Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the lens did not fit right in the eye. The lens was removed with no patient injury and a smaller size lens (+16.5 diopter) was implanted.

Manufacturer narrative:
Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a possible cause of the event has been determined to be due to a patient issue. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) no consequences or impact to patient, lens didn't fit right in eye. Work order search. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces and one haptic was bent. There was evidence of clear surgical residue. No conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated the surgeon indicated there was no problem with the lens, it may have been a patient issue. The patient is doing well.